Event description:
On (B)(6) 2012, a (B)(6) year old pt with bilateral diffuse pulmonary infiltrates underwent robotically mediated right wedge biopsies. Pt was admitted on (B)(6) 2014 with a primary diagnosis of pneumonia. Chest CT scan showed probable empyema. On (B)(6) 2014, he underwent a right posterolateral thoracotomy, drainage of empyema and decortication and limited right lower lobe wedge resection. During this procedure, a foreign body was encountered along the diaphragmatic surface of the right lower lobe. It was intimately grown into the lung and in order to resect the foreign body, a limited wedge resection of the right lower lobe was done. Pt's recovery is going well. Pt exhibited no prior signs/symptoms related to the foreign body. However, the tissue around the foreign body exhibited an inflammatory reaction with foreign body giant cells, focal necrosis and abscess formation seen upon pathology exam. Examination by the surgeon and biomedical technicians of the foreign body indicated it to be a part from a versaport plus bladeless trocar with fixation cannula, the same device that was used in the robotic procedure of (B)(6) 2012. The round object appears to be the seal that is within the housing cannula assembly. The original cannula assembly was discarded in 2012 after the first procedure, so it was unavailable for examination.